Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, tissue was pushed out of the jaws while firing a sureform 45 stapler instrument with a sureform 45 green reload. The tissue thickness was moderate, and no system error message was generated. There were no missing staples, nor were holes or gaps observed in the staple line; however, approximately 100ml of bleeding was noted along the staple line. No blood transfusion or additional tissue removal was required. The issue was resolved by using a backup stapler instrument. The cause remains undetermined, as the surgeon did not fire over an existing staple line or encounter any obstructions or hard materials between the jaws of the stapler instrument. The procedure was successfully completed robotically without further complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 green reload to perform failure analysis.